Event description:
An implantable pulse generator (ipg) and two leads were returned from an unknown source with no information. Information identified in the manufacture's database indicated the patient died approximately (B)(6) post implant of the system (B)(6) ago.

Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned from an unknown source with the manufacture rep in listed. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Analysis of the device and leads is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. In addition all of the conductors had blood/body fluid (not obstructing). (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. The device(s) associated with this adverse outcome was/were returned from an unknown source with the manufacture rep in listed. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.